Manufacturer narrative:
It was reported that during transport by paramedics, a blood glucose check was performed on a patient with altered mental status and the blood glucose was found to be low. The patient was given d50 and another blood glucose was checked. The glucometer read with an error each time blood was drawn into a new strip (10 strips in total used). A new glucometer was used with the same error. The sample was not returned for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that several inaccurate blood glucose reading were obtained from several different evencare blood glucose monitoring devices.

Manufacturer narrative:
The manufacturer received nine (9) different mph3540 glucose meters in used condition, five (5) boxes of glucose meter test strips, and level 1 and level 3 control solutions from the initial reporter for investigation. Glucose meter batteries were replaced and each returned sample was tested using the control solutions and according to the meter's instructions for use. Each glucose meter was tested using a level 1 and level 3 control for eighteen (18) tests and results were within the control solution ranges. The samples were found to be working as intended and the reported issue was unable to be confirmed. No information was receiving to indicate which, if any, of the returned glucose meters was involved in the reported incident and the lot of the glucose meter involved in the reported incident remains unidentified. A root cause was unable to be identified. If additional relevant information becomes available, another supplemental MDR will be filed.

Event description:
It was reported that several inaccurate blood glucose reading were obtained from several different evencare blood glucose monitoring devices.